Event description:
It was reported that before an unk procedure, the handpiece makes an error continuously even after changing other components of harmonic system. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the hand piece was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code to occur.